Manufacturer narrative:
Batch review performed on 17 march 2026. Lot 165725: (B)(4) items manufactured and released on 10-nov-2016. Expiration date: 2021-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events. Analysis performed by r&d manager. Approximately nine years after primary total knee arthroplasty, loosening of the tibial insert fixation screw occurred, followed by migration of the component into the joint space. The available photographic documentation includes multiple images. Post-operative x-rays from the primary procedure suggest that the fixation screw was correctly positioned and secured within the tibial tray; however, these images do not allow verification of whether the appropriate tightening torque was applied at the time of implantation. More recent x-rays clearly show that the fixation screw had disengaged from its original position and migrated into the joint space, where it is visible between the femoral component and the lateral condyle of the tibial insert. Additional intraoperative photographs from the revision procedure demonstrate evident damage to the tibial insert, including deep incisions and surface disruption caused by the screw being trapped between the femoral component and the polyethylene insert. This condition led to significant damage of the tibial insert articular surface. The screw itself shows severe plastic deformation, including deformation of the threads, consistent with prolonged mechanical loading within the joint. Scratches are also visible on the femoral articular surface; however, based on the available images, it is not possible to reliably assess their depth or clinical relevance. Despite the presence of these scratches, the surgeon elected not to revise the femoral component, as it was considered stable, and instead performed a polyethylene insert exchange. Based on the available information, it is not possible to determine the potential long-term impact of the observed femoral surface damage on the longevity of the revised implant. The most probable contributing factor to the event may be insufficient tightening torque applied to the fixation screw during the primary surgery, which could have resulted in progressive loosening over time. At the time of the primary procedure, the use of a torque-limiting screwdriver was not yet mandatory for the gmk sphere system; however, the complaint documentation indicates that such an instrument was used. The reported self-unscrewing of the screw may also be associated with a combination of factors, including long-term in vivo mechanical loading, patient-specific conditions, and surgical or anatomical variables. Based on the available evidence, no elements suggest the presence of a device-related defect. Furthermore, should the explanted screw be available for visual inspection, the extent of plastic deformation observed is such that reliable dimensional inspection or meaningful metrological analysis of the retrieved component would be unlikely to be feasible. Clinical evaluation approximately nine years after primary total knee arthroplasty, loosening of the insert fixation screw occurred, with migration of the component into the joint space. The screw was surgically removed and the liner was replaced. The precise cause of the spontaneous screw back-out cannot be determined based on the available information. However, this phenomenon has been previously reported in post-market surveillance data. A commonly described contributing factor is insufficient tightening torque applied during the index procedure, a mechanism that has also been reproduced under laboratory conditions. Nevertheless, alternative contributing factors, including patient-related, mechanical, or intraoperative variables, cannot be excluded. Root cause: the cause could be insufficient tightening torque at the time of primary operation, but this cannot be ascertained and other causes may have originated the issue. The device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 9 years 1 month after the primary, the patient came in suffering from knee pain and the x-ray shows that the inlay screw has come loose. The surgeon performed successfully an open surgery with a poly swap. It was reported that the torque limiter was used during primary surgery.